Manufacturer narrative:
.

Event description:
It was reported that a patient with a 29mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of four (4) years, 11 months due to degeneration, stenosis, motion restriction and probable prosthetic mismatch. Past events of sepsis may have contributed to the early degeneration. The patient presented with acute on chronic diastolic heart failure. A successful tavr was performed with a 29mm 9600tfx valve with no complications. The patient tolerated the procedure well and was discharged in stable condition on pod # 2.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. High gradient can be a result of possible valve related and/or non-valve related issues. Higher than expected gradient may require surgical/percutaneous intervention. Also, there can be several root causes of leaflet immobility or leaflet restriction; where the leaflet or leaflets are not functioning as intended leading to regurgitation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. The subject device is not available for evaluation as it remains implanted in the patient. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by patient and/or procedural related factors. The patient is noted to have a history of morbid obesity. It is unknown whether this may have contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 29mm 3300tfx aortic valve has been placed underwent evaluation for a valve-in-valve procedure after an implant duration of four (4) years, 11 months due to degeneration, stenosis, motion restriction and probable prosthetic mismatch. Past events of sepsis may have contributed to the early degeneration. The patient was noted to have progressively worsening dyspnea on exertion and had an episode of syncope and hypotension ((B)(6) 2020) and underwent extensive work-up. The patient is scheduled for tavr on (B)(6) 2021.